Manufacturer narrative:
(B)(4) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with unspecified intraperitoneal antibiotics for the event. Dianeal therapy was ongoing and the patient was discharged from the hospital. Following discharge, there was a relapse of peritonitis. The patient was treated with different antibiotic medications and treatment was ongoing. It was reported that the patient was recovering from the peritonitis event. No additional information is available.